Manufacturer narrative:
(B)(4). Covidien did not repair the device. It was reported that the single board computer was replaced.

Event description:
It was reported that the ventilator failed on start up and would not turn off. It was disconnected from the mains and battery and it appeared to be running on the internal battery with a frozen screen. Information regarding patient involvement has been requested.